Event description:
On january 18, 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The customer service representative (csr) spoke with the pt on january 20, 2010 and obtained additional information. The pt reported that on event date he obtained an alleged high blood glucose reading of "320 mg/dl" with the subject meter. In response to the result the pt claimed he took 25 units of glargina (lantus insulin). At 7:00am, the next morning, the pt stated that he woke up feeling confused and dizzy. The pt denied testing his blood glucose with the subject meter that morning; however, reported that emergency medical services was contacted. At approximately 8:00am that morning, the pt reported that his blood glucose was tested with the ems meter, but he did not recall the result obtained. The pt claimed he was treated with IV glucose. At the time of troubleshooting, the csr noted that a control solution test was performed on the subject meter and the control result fell within the specified range. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.